Event description:
It was reported that during a thermatrx treatment the tmx catheter balloon burst. The physician removed the 2.5cm catheter and the treatment was completed using another 2.5cm catheter. "There was no injury to the pt during this event."

Manufacturer narrative:
The catheter was returned and analyzed. It appears that the catheter balloon developed a leak while inflated from an undetermined cause. The catheter was used for treatment after it's date of expiration. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.